Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that while they were disconnecting the patient from the monitor, they also disconnected the co2 sample tube from the patient. The nurse was expecting an apnea alarm, however, the alarm did not occur. The nurse reassured that all alarms were active, but this was not able to be confirmed at this time. No death or patient /user injury or harm was reported.